Event description:
Facility alleges user may have not been strapped in the unit properly when they fell out of unit.

Manufacturer narrative:
MDR decision date: (B)(4). No malfunction alleged. Facility alleges user may have not been strapped in the unit properly when they fell out of unit. Dislocated shoulder and has bruise on side of body.